Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd multitest¿ erroneous lymphocyte counts on patient samples were obtained by laboratory personnel. Erroneous results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: erroneous readings in lymphocyte count. Engineer changes filter from fl3 / fl4. We calibrate with new calibrate and the degree of separation of the quality report is 122, the minimum being 120, so it is far at the lower limit and any fluctuation will cause the value to be out of range. Additionally, on 2020-08-31 the bd sales consultant provided the following additional information: were the erroneous readings mentioned from patient samples? They were both controls and in patients samples . Was any patient treated based on erroneous results? No, these erroneous results are not reported, so there is no decision for treatment involved. If yes, did the wrong treatment have any adverse impact on the patient (s)? No applicable. Additionally, on 2020-09-18 additional follow up information was obtained: erroneous readings on patient samples observed by lab tech using multitest. No results were reported and no decision for patient treatment involved.

Event description:
It was reported that during use with a bd multitest¿ erroneous lymphocyte counts on patient samples were obtained by laboratory personnel. Erroneous results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from spanish to english: erroneous readings in lymphocyte count. Engineer changes filter from fl3 / fl4. We calibrate with new calibrite and the degree of separation of the quality report is 122, the minimum being 120, so it is far at the lower limit and any fluctuation will cause the value to be out of range. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: ¿ were the erroneous readings mentioned from patient samples? They were both controls and in patients samples ¿ was any patient treated based on erroneous results? No, these erroneous results are not reported, so there is no decision for treatment involved. ¿ if yes, did the wrong treatment have any adverse impact on the patient (s)? No applicable additionally, on 2020-09-18 additional follow up information was obtained: erroneous readings on patient samples observed by lab tech using multitest. No results were reported and no decision for patient treatment involved.

Manufacturer narrative:
Investigation summary the investigation was performed and based on the review of complaint trend, defect trend, bhr, root cause, retain testing and risk analysis, the reported complaint was unconfirmed as a manufacturing defect.